Event description:
The following was reported to the hamilton medical ag: summary: during service software : pressure sensor assembly test fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective pressure sensor assembly. Correction: replacement of the defective component.